Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, when he opened the iol, he noticed the lens was damaged in the periphery in a "region of optical contact." The surgeon noted the defect before introducing the lens into the cartridge. There was no replacement lens available, so the procedure was postponed. The patient was left aphakic. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).